Event description:
Arjohuntleigh us sales representative received a subpoena about an incident from 2011; a female resident fell from a sara 3000. At this time, there is no more information available. A review of 2011 complaints shows no information/complaint about such event occurring at this facility.

Manufacturer narrative:
This report is being filed under (B)(4) by the manufacturer arjohuntleigh (B)(4). On behalf of the importer (B)(4). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo medical products (B)(4). As of on 07/16/2012, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted. Additional information will be provided upon completion of the manufacturer's investigation.